Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 8mm in length and was located in the proximal circumflex artery. The phyisician used a 6fr introducer sheath and a 3.0 zuma guide catheter to access the lesion. A csi coronary viperwire guidewire was advanced across the lesion and a csi oad was loaded onto it. The physician performed three runs at low speed using the oad. During the third run, the patient began to complaint of chest pain and angiography revealed a perforation in the distal left main artery. The physician was able to resolve the perforation by inflating a balloon across the perforation. The patient left the procedure in stable condition.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#:(B)(4), discarded by facility